Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint was reported as the following - the customer states that the column does not fill properly once the water reservoir drops toward the refill mark. This occurs only during use with the 3100b adult viasys oscillator. The customer states that the water reservoir often needs to be changed when only half empty for the column to function properly and adequate humidity through the neptune heater to be generated. No pt injury reported.